Event description:
The customer reported a communication error and the monitor would not boot up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The gib, interconnect cable and ups were evaluated and replaced. The system was tested and found to be working as intended and returned to service.